Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deployment and removal difficulties were encountered. The physician was attempting to direct stent an 80% lesion in the mid-circumflex with a taxus express2 2.75 x 12 mm drug eluting stent. The middle portion of the taxus stent did not fully deploy as the lesion "would not give." When the balloon was fully deflated, it became stuck in the stent that was not fully deployed. He was able to release it with several maneuvers - inflating, deflating, pulling neutral and manipulating the delivery device. He felt resistance withdrawing the balloon as it stuck to the stent. He postdilated the taxus stent with a quantum maverick balloon. The physician was satisfied with the final result. A second taxus express2 drug eluting stent (size unknown) was undeployed in the lad during this procedure. No pt injuries or complications were reported. The pt is reported to be satisfactory.